Event description:
The dental implant fx5010swc was removed on (B)(6) 2017 due to failure to osseointegrate 6 months after implantation. The doctor indicated that periodontal disease caused the implant removal. The patient has history of diabetes and has been recovered without complications.